Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by costumer that during routine check the display of cardiosave intra-aortic balloon pump (iabp) was blinking. There was no patient involvement.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6). Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The lower lcd input cable was disconnected and reconnected. It resolved the issue, and the unit was working properly. To prevent the same problem from recurring, the lower lcd input cable was replaced (0012-00-1558). The display working properly, and all functional test passed. The unit handed over to the customer in good working condition. Corrected field : e1 ( event site email ) , d1.